Manufacturer narrative:
One (1) photo was shared by the customer, where two (2) samples are observed, the first one is an item #mc9004 with a tag say "normal" and the second one is a single microclave with a seal protrusion and a tag say "defective". The defective microclave of item #mc9004 was returned for evaluation, a seal protrusion was observed on the microclave and an internal dry solution inside the body was observed. Complaint of defective/malfunctioning components can be confirmed based on the physical sample evaluation. The probable cause is typically due to overpressure of the device without activating the clamp. According to dfu statement. For sets equipped with clave/ microclave y site: prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/ microclave y site. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg: 8/21/2023

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information e1: (B)(6)

Event description:
It was reported, on an unknown date, a 9" (23 cm) appx 0.77 ml, pressure infusion (400psig) ext set w/remv microclave¿ clear, clave¿ clear, clamp, rotating luer was found defective in the emergence department with the inner part of the adapter coming out of the housing during use. There was no patient harm reported.